Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and bg now message. Customer's blood glucose was 600 mg/dl. During troubleshooting with plunger push, customer reported that insulin exited but with greater than normal resistance. Customer did not want products replaced.